Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous coronary intervention difficulty crossing the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous, severely calcified right coronary artery (rca). Several balloon dilations were performed and the 3.5x38mm promus element stent delivery system was advanced, but it was unable to cross the lesion. The guide catheter was exchanged and supported with two guide wires. The procedure was completed with a non-bsc stent successfully. There were no patient complications and the patient's condition was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: device analysis determined that the condition of the returned device was consistent with the complaint incident. However, distal stent damage and hypotube kinks were also noted. A visual and microscopic examination of the device noted distal stent damage. One strut at the distal edge was raised and misaligned. Kinks were also noted along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore, indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).